Event description:
Device 1 of 3. Ref MFR report: 1627487-2014-26371 and 1627487-2014-26372. The pt was implanted with 2 pns system (off-label) and 1 scs system. The MFR is unable to determine which ipg are associated with the 2 pns systems. It was reported the pt experienced pocket heating in the left buttock approximately 5 weeks ago. The pt turned off all of the scs/pns systems and the heating sensation stopped. Two weeks later the pt turned on one of the pns systems for pain relief and he experienced pocket heating again in the same location. It was noted the other therapy systems were turned off. The pt reports he continues to experience heating and warmth with and without stimulation and change of position. Follow up on this matter revealed the pt will begin to use stimulation slowly to see if the reported issue persists.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.